Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on the cobas c 503 analytical unit. Sample results were being flagged to indicate the values were below the lower technical limits of the assays. The customer also noted they were getting abnormal aspiration errors. The customer provided an example of one patient sample that had discrepant results for ethanol gen. 2. The sample initially resulted in an ethanol value of 0.00 mg/dl with a data flag. The doctor questioned the result based on the flags received for other sample results. The sample was repeated, resulting in an ethanol value of 0.853 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The ethanol reagent lot number and expiration date were requested, but not provided. The field service engineer found there was a blockage in the sample probe. The rinse mechanism water levels were checked. An air purge was performed and the probe flow was checked. A cleaning station was checked. The probe was replaced and it's adjustments were checked. Precision studies were performed and passed. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.